Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's flow dropped to roughly 3.5-4.0 liters per minute (lpm) when it was 5.5 lpm previously. The patient was resting at the time of the call and was in no acute distress and hemodynamically stable. The patient's speed had been decreased from 9400 rotations per minute (rpm) to 9200 rpm per the doctor's request due to hemolysis. Later in the afternoon, the flow was intermittently showing which became more frequent throughout the evening into the night. The patient's lactate dehydrogenase (ldh) had been increasing. Their plasma free hemoglobin was >50 and they had dark urine. A computed tomography (CT) scan was performed with contrast that revealed narrowing of the outflow graft, but the full outflow graft was not able to be visualized. The patient was being heparinized. Log files revealed an upward trend in pump power from a baseline of 4-5 watts (w) on (B)(6) 2023 to 6-7 w range. The elevation occurred for about 20 days and slowly was coming back down to the baseline. On (B)(6) 2023 the patient's ldh decreased to 866 but their urine was still dark. Follow up log files revealed the power and flow were trending upward and the pulsatility index (pi) was trending downward. A couple of isolated power elevations were noted as well. The patient was noted to have heart failure symptoms. On (B)(6) 2023 the patient had an outflow graft revision, and a protein-like fibrin was found between the bend relief and the outflow graft. The fibrin was removed, and the patient was stable in the ICU with mean arterial pressures (maps) in the 60s. Follow up log files captured transient power and flow elevations associated with pi events. After the outflow graft revision, the patient's condition worsened. They had little to know urine output that was dark brown, multiple power spikes, a brain natriuretic peptide (bnp) of >70,000, and elevated liver function test (lfts). They were currently in the cardiovascular intensive care unit (cvicu) on dialysis and in multisystem organ failure. The patient was scheduled to have a heartmate ii pump exchange on (B)(6) 2023. Follow up log files submitted revealed short periods of elevated pump powers starting on (B)(6)2023 as well as an upward trend in pi.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and will be reported in manufacturer reference number 2916596-2023-05537.